Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings: during testing the display screen was observed to be dim and discolored. Unrelated to the display, the audio bolus button was found to be missing from the pump; the button response was unable to be tested due to a missing button slug. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a dim and discolored display screen. This report is made based on the results of evaluation completed on 04/14/2014.